Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("fracturing") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the perforation, device breakage and pregnancy with contraceptive device outcome was unknown. The reporter considered device breakage, perforation and pregnancy with contraceptive device to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("fracturing") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the perforation, device breakage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, perforation and pregnancy with contraceptive device to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 1-nov-2017: significant case correction: pregnancy changed from unknown to yes and narrative updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.